Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was delaminated. Event log was reviewed and there were no errors related to the complaint. There were no services reported previously. Visual inspection found the dso seal was delaminated, confirming complaint. The dso seal was replaced. Device passed functional testing post repair.

Event description:
It was reported that the downstream occlusion (dso) seal was delaminated, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.